Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI= (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016.according to the complainant, during the procedure, they tried to deploy the bands; however, the bands immediately fell off the varix. It was also reported that no audible click was heard when the handle was turned. The procedure was completed with another speedband superview super 7 device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use. A visual examination of the ligator head found all bands had been deployed. Two deployed bands were returned without issues. The ligator teeth were noted to be damaged. The suture was found intact and attached to the trip wire loop. The trip wire was bent in multiple places along the working length and was secured in the handle assembly slot upon receipt for evaluation. A functional evaluation was performed by rotating the handle knob and noted that an audible click was heard and indents were felt with each 180 degrees of rotation. No issue was noted with the handle assembly. Based on the dfu , "caution: ligating bands may be difficult to apply to small (grade 1) varices. It is not generally necessary to ligate grade 1 varices," the grade of the varices was unavailable. Therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, they tried to deploy the bands; however, the bands immediately fell off the varix. It was also reported that no audible click was heard when the handle was turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.